Event description:
Hcp reports switching used solution bag to already spiked line of homechoice set, while troubleshooting through an alarm situation during apd treatment. Hcp was advised by baxter technician to end treatment at that time, and to restart with new supplies. No pt injury or medical intervention reported by hcp.